Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 508 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised the cannula did not penetrate their skin and they took a manual injection for their high blood glucose. Customer was advised to send back two of their infusion sets for analysis. Customer declined to troubleshoot the insulin pump or their blood glucose levels any further.